Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an interventional procedure in the left superficial femoral artery (sfa), restenosed, and heavily calcified lesion. Following pre-dilatation and while advancing an absolute pro stent delivery system (sds), the absolute pro sds would not further advance on an unspecified wire. Following, the absolute pro stent prematurely, partially deployed in an unintended location. The stent was attempted to be re-captured in the sheath; however, the stent had then completely deployed from the sds. The patient was placed under general anesthesia and sent to a surgical procedure to remove the dislodged stent. Following stent removal, in situ thrombus was observed. There was a clinically significant delay and the event did resolve. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). A visual inspection was performed and the reported premature deployment was confirmed. The reported difficult to position over the guide wire was not performed due to the retuned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported premature deployment and patient effect of thrombosis. The reported patient effect of thrombosis is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as a known patient effect of stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received:as a result of trying to remove the stent delivery system (sds) after the stent dislodged, the tip of the sds and the sheath of the self expanding stent separated. During surgical removal of the dislodged stent, the tip and sheath were identified and surgically removed. Imaging was performed and confirmed there were no foreign bodies left in the patient. There was no additional information provided regarding this issue.